Event description:
The customer reports that post implant a realize band, the tubing has become disconnected from the band and there is no way for me to get it tightened. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.